Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03290 it was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman laa closure device & delivery system was advanced into the watchman &#59393;access system. The closure device was deployed; however, required three partial recaptures. There was significant resistance felt during the recaptures. On the fourth deployment, the device met release criteria and was released and implanted. There was appropriate compression observed by fluoroscopy. A few hours after the procedure, a pericardial effusion was noticed. The physician drained the fluid from the pericardial space. There were no other patient complications and the patient is currently stable.